Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading of 254 mg/dl after starting on the ilet pump and eating tacos, with no observed air bubbles or leakage and the same infusion site used throughout the day; the medical device problem and device component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included minor illness. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.